Event description:
It was reported that while developing the track through the pedicle, a short piece of the distal tip broke off of the probe and was left in the vertebral body. The broken piece was not able to be extracted. The screws were inserted along side of the broken off piece without incident. Bilateral screws and rods were able to be placed in the standard way. The piece was in the vertebral body as viewed with fluoroscopy. The pt reportedly is doing well post op. There is no known impact to the pt at this time.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.